Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that delivered inappropriate shock. Additional information has been requested, but not received.

Manufacturer narrative:
Correction: h6: codes should reflect device not being returned.